Event description:
The company was informed that the patient experienced intermittency followed by no sound while using his cochlear device. External equipment was exchanged; however. This did not resolve the issue. The center is pursuing device revision surgery.